Manufacturer narrative:
The reported complaint was confirmed. The manufacturer's field service representative (fsr) went to customer site. The fsr indicated the customer had moved various pumps when investigating the issue (on MDR # 1828100-2015-00860) themselves. The central control monitor (ccm) received a pump message other than the pump assigned to this position installed on the base. When the permanent address transmitted by a pump does not match the stored permanent address for that pump location in the configuration screen, it displays a question mark on the pump icon on the ccm. This alerts the user of a change in hardware and gives them the opportunity to assign the new pump for the case (the pump is temporarily assigned to that icon). The fsr fixed the display and properly assigned the pump to the ccm¿s configuration screen for that perfusion setup. The issue the customer experienced does not represent a malfunction or deficiency in the system. The system is designed to function the way the user experienced it. The customer altered the configuration of the system-1 and did not adjust the configuration screen to match it. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00860. Exact date of occurrence unknown, as this has been an ongoing issue. The field service representative (fsr) verified the reported issue. The fsr assigned the roller pump as "sucker2" which resolved the reported issue. He saved the configuration to card and completed testing of the roller pump. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a question mark (?) For the roller pump displayed on the central control monitor (ccm). The device was not changed out, as the unit still functioned. They just had to run the unit locally from the pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 18-sep-2015: according to perfusionist (ccp) on approximately (B)(6) 2015, during set-up, the local display on the roller pump intermittently blanked out. When it would blank out, the user would touch the display screen, which would sometimes work to get the display back. The roller pump would continue to function even when the display went out, as such, they continued to use the unit for the remainder of the case. On the ccm, the pump showed a "?". The user could not control the pump through the ccm, but the local controls continued to work. This roller pump was in the sucker position. There was no impact to the patient as a result of the display issue. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.